Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer was guided to clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and upon reloading the same cartridge, the issue was resolved, allowing the customer to successfully resume insulin administration.